Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, a visual analysis was conducted. Visual analysis indicated an air ingress or water bubble on touchscreen and the touch responded properly. The device failed the functional test due to the presence of the error code 40688. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer displayed an error code, then the screen froze after rebooting the programmer. No adverse patient effects reported. This programmer was being returned.